Event description:
Per received report: the pt came in for treatment of an already packed aneurysm from a year ago (exact date unk) with competitor's coils. As blood flow was seen once again, more coils were being packed into the aneurysm. The first two coils that were placed were microcoils from a competitor, the next was a deltapaq device. The coil detached in the aneurysm with no issue when a coil loop came out. As the microcatheter was being withdrawn, another loop came out into the pt artery. F/u report stated that although the pt was stable, aspirin was prescribed to preclude complications. Pt will be monitored with MRI.

Manufacturer narrative:
The product was implanted. Therefore, it will not be returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.